Event description:
It was reported that the patient¿s blood glucose level rose to 424 mg/dl (23.6 mmol/l) between 5 and 24 hours of wearing the pod. The patient reported that a newly applied pod placed around 11:00 did not deliver insulin. By approximately 16:00 the patient¿s bg was over 400, prompting removal of the pod from their abdomen at about 16:30 and replacement with a new pod, after which glucose levels decreased. The pod had adhered properly, there was no smell or visible leak of insulin, no redness or swelling, and the cannula appeared normal. There was no medical assistance was required. The device evaluation found a tear in the cannula.

Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under a CAPA investigation. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.